Event description:
It was reported that st elevation occurred. A left atrial appendage (laa) closure procedure was being performed using transesophageal echocardiogram (tee) imaging. Venous access was obtained, and a watchman fxd double curve access system (was) was advanced. The activated clotting time (act) was noted to be 325 seconds. A 31mm watchman flx pro closure device and delivery system (wds) was inserted, deployed, and implanted. The procedure was concluded without incident. The was removed, and the physician began to prep the patient for a non-boston scientific (bsc) leadless pacemaker insertion. Protamine was given as directed by the anesthesiologist. A couple minutes later, hypotension, bradycardia, and st elevation was noted. Medications were given. A tee sweep was performed; no effusion or air was noted yet decreased right ventricle function was discovered. A right coronary artery (rca) angiogram was performed, and a mid rca occlusion was noted. An interventional cardiologist placed a stent in the rca. The patient fully recovered in stable condition and was discharged hone. In the physician's opinion, it was probable the patient had undiagnosed rca stenosis and hypoperfusion after protamine was given, which caused the st elevations.

Event description:
It was reported that st elevation occurred. A left atrial appendage (laa) closure procedure was being performed using transesophageal echocardiogram (tee) imaging. Venous access was obtained, and a watchman fxd double curve access system (was) was advanced. The activated clotting time (act) was noted to be 325 seconds. A 31mm watchman flx pro closure device and delivery system (wds) was inserted, deployed, and implanted. The procedure was concluded without incident. The was was removed, and the physician began to prep the patient for a non-boston scientific (bsc) leadless pacemaker insertion. Protamine was given as directed by the anesthesiologist. A couple minutes later, hypotension, bradycardia, and st elevation was noted. Medications were given. A tee sweep was performed; no effusion or air was noted yet decreased right ventricle function was discovered. A right coronary artery (rca) angiogram was performed, and a mid rca occlusion was noted. An interventional cardiologist placed a stent in the rca. The patient fully recovered in stable condition and was discharged hone. In the physician's opinion, it was probable the patient had undiagnosed rca stenosis and hypoperfusion after protamine was given, which caused the st elevations.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Device history record review a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60310 batch # 0035501907. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include arrhythmia (st segment elevation, bradycardia), myocardial infarction, and hypotension (hospitalization, unexpected medical intervention, medication required). Risk review a risk review was completed and confirmed that the events of arrhythmia (st segment elevation, bradycardia), myocardial infarction, and hypotension were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that st elevation occurred. A left atrial appendage (laa) closure procedure was being performed using transesophageal echocardiogram (tee) imaging. Venous access was obtained, and a watchman fxd double curve access system (was) was advanced. The activated clotting time (act) was noted to be 325 seconds. A 31mm watchman flx pro closure device and delivery system (wds) was inserted, deployed, and implanted. The procedure was concluded without incident. The was removed, and the physician began to prep the patient for a non-boston scientific (bsc) leadless pacemaker insertion. Protamine was given as directed by the anesthesiologist. A couple minutes later, hypotension, bradycardia, and st elevation was noted. Medications were given. A tee sweep was performed; no effusion or air was noted yet decreased right ventricle function was discovered. A right coronary artery (rca) angiogram was performed, and a mid rca occlusion was noted. An interventional cardiologist placed a stent in the rca. The patient fully recovered in stable condition and was discharged hone. In the physician's opinion, it was probable the patient had undiagnosed rca stenosis and hypoperfusion after protamine was given, which caused the st elevations.

Manufacturer narrative:
H6 patient code added: myocardial infarction.